Manufacturer narrative:
After the initial report of the issue, the customer informed by email that ¿unit has been running for 3 days and no issues¿. The customer stated that a user interface assembly was ordered but it did not arrive yet. Multiple good faith efforts were made to obtain further information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The customer reported that the unit was turning self off and on. The customer contacted product support and was provided with service manual rev. L. The remote service engineer (rse) advised per the service manual, to start with on/off overlay, then the user interface pcba. The customer reported that the unit was not in use on a patient.